Manufacturer narrative:
A partial lead measuring 7.5cm from the connector pin was returned for analysis. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.